Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's internal cable got severed, exposing the wires and posing a safety hazard. As a result, another instrument had to be used to complete the procedure, causing a delay of 15 minutes. The instrument had 8 remaining lives. A backup da vinci instrument was utilized. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was performing a robotic lar (low anterior resection) procedure when the issue occurred. The instrument's grips caught hold of tissue, and the surgeon entirely lost control of the instrument. The staff put the system in a recoverable fault state and performed a manual grip release accordingly. No cables were visibly protruding from the distal terminal, there was no evident loss of cautery associated with broken/loose cable, and the instrument had no signs of thermal damage. The instrument did not collide with any other instrument or tool during the procedure, it was simply holding onto a tissue; also the damage did not result in a fragment falling inside of the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.